Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed an episode of non-sustained right ventricular oversensing due to the presence of noise. The device was reprogrammed to address the oversensing on (B)(6) 2020. There were no patient consequences.